Event description:
Customer reported the monitor would intermittently not come on at boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit cards. System operates as intended. (B) (4).